Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, the jaw was not opened even though the manual release lever was pulled up several times. Additional suture was performed. There were no adverse consequences to the patient. The jaw did not open in clamping the tissue, but there was no information how the device was released from the patient. The sales rep did not hear from the hospital that the tissue had been damaged, and there was no adverse consequence to the patient